Event description:
It was reported that this pacemaker system had recorded a signal artifact monitor (sam) event. In addition, noise and high out of range right atrial (ra) lead impedance measurements above 3000 ohms were noted. Technical services (ts) was consulted and recommended further evaluation. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system had recorded a signal artifact monitor (sam) event. In addition, noise and high out of range right atrial (ra) lead impedance measurements above 3000 ohms were noted. Technical services (ts) was consulted and recommended further evaluation. This pacemaker system remains in service. No adverse patient effects were reported. Additional information was received and this right atrial (ra) lead was explanted. High capture thresholds and noise were also reported. No additional adverse patient effects were reported. This product has not returned for analysis.